Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction and went into backup operation. Further information regarding intervention was requested but not received. There were no patient consequences.

Event description:
New information received notes that the implantable cardioverter defibrillator was paired. No patient issue reported.